Event description:
It was reported when using the pyxis medstation es system, the remote manager drawer 3.2 has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, medications with unsealed foil packaging and controlled substances were found at the rear of the drawer. A field service engineer, cleared all debris, and unopened controlled medications were provided to customer. The system functioned as intended after the field service engineer troubleshot the device.